Manufacturer narrative:
Product event summary: it was reported that the patient experienced one critical battery alarm. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to faulty cell pair causing a power consumption issue. This is an additional observation not related to the reported event. The faulty cell finding did not contribute to the reported critical battery alarm the most likely root cause of the power consumption issue can be attributed to a faulty cell pair. The controller, (B)(4), in use during the reported event did not have the smr software installed. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Additionally, log file analysis revealed premature power switching events due to communication errors involving (B)(4). The observed premature power switching events are additional observations not related to the reported event. An internal investigation is investigating communication errors. The most likely root cause of the premature power switching and critical battery alarm can be attributed to communication errors between the controller and the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient experienced a critical battery alarm. It was observed on the routine log file review sent from the site. The charge was not below 10 percent. It is stated that the battery was replaced. No patient complications have been reported as a result of this event.